Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of device.the observed valve seal was disengaged, condition of the devices precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture.no other abnormalities were observed. Replication of the disengaged valve may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the rubber fell out of the part when air was being filled in the trocar. There was no patient injury. A new device was used to complete the procedure.